Manufacturer narrative:
The insulin pump with protruded drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a missing end cap sticker.

Event description:
The customer reported that insulin squirted out during the manual prime process and the device alarmed. The blood glucose was 182mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer mentioned that the dome sticker was also missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.